Manufacturer narrative:
A ge service representative performed an on site investigation. The service representative noted charging of the neutral plug slot and found signs of arcing on plug neutral prong. The plug was damaged by the arcing and was replaced. The system was tested and found to be working as intended and put back into service. A manufacturer's investigation has been initiated and a follow-up report will be submitted upon conclusion of the investigation.

Event description:
A rad tech reported seeing an arc and receiving a shock when unplugging the system after a case. There is no report of death or serious injury related to this event. The user experienced tingling in one hand and a burn with petechia on left mid thigh which required no medical intervention.